Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to implanting the right ventricular (rv) lead, the helix was slightly extended. The physician attempted to retract the helix, however, it returned to the same slightly extended position. A new rv lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a helix that won't retract and helix extending independently was not confirmed. As received, a complete lead was returned in one piece with the helix in a partially extended position clogged with blood and tissue. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix was able to successfully retract and extend. Furthermore, the helix did not independently extend after it was retracted. The full measured helix extension length was within specification.